Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient stated that he had a left tkr on (B)(6) 2012 by dr. (B)(6). Patient stated he has audible clicking/popping and extreme burning pain (feels like bone on bone). He is unable to walk or stand for extended periods of time, has fallen on the knee several times and currently walks with a cane. Patient is seeking a revision.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: triathlon size 4 tibia; cat# unknown; lot# unknown. Triathlon tibial insert 9 mm; cat# unknown; lot# unknown. Triathlon patella 31mm; cat# unknown; lot# unknown. An event regarding pain involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned; it remains implanted. Medical records received and evaluation: clinician consultant stated - the primary harm involved is pain. There is no evidence for a mechanical or infectious etiology for this discomfort. By report his knee examination is benign and his x-rays show no evidence of implant loosening, wear or misalignment. The clicking noted by the patient is a common finding in knee replacement patient's particularly those with a ps implant where there is routine contact between knee femoral component cam and polyethylene tibial insert post. Records indicate the patient has generalized pain from neuropathy that is poorly controlled. He was also noted to have significant quadriceps atrophy. The pain the patient is experiencing is likely related to his clinical findings. There is no evidence for implant or manufacturing defect to explain the patient¿s complaint. Conclusions: the primary harm involved is pain. There is no evidence for a mechanical or infectious etiology for this discomfort. By report his knee examination is benign and his x-rays show no evidence of implant loosening, wear or malalignment. The clicking noted by the patient is a common finding in knee replacement patient's particularly those with a ps implant where there is routine contact between knee femoral component cam and polyethylene tibial insert post. Records indicate the patient has generalized pain from neuropathy that is poorly controlled. He was also noted to have significant quadriceps atrophy. The pain the patient is experiencing is likely related to his clinical findings. There is no evidence for implant or manufacturing defect to explain the patient¿s complaint. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient stated that he had a left tkr on (B)(6) 2012 by dr. (B)(6). Patient stated he has audible clicking/popping and extreme burning pain (feels like bone on bone). He is unable to walk or stand for extended periods of time, has fallen on the knee several times and currently walks with a cane. Patient is seeking a revision.